Manufacturer narrative:
An event of migration or expulsion of device and partial obstruction/blockage of blood flow was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported migration or expulsion of device (device embolization) could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 18-18mm amplatzer talisman pfo occluder was chosen for implant using a unknown delivery system. During procedure, there was some difficulty due to the patient being small and their septum was very floppy. The device was positioned in patent foramen ovale and transthoracic echocardiogram (tte) was used to evaluate the position of the device. The device was released, but the patient needed more procedures completed. While completing the other procedures the device location had changed and upon review it was seen in left ventricle. There was partial obstruction/blockage of blood flow. Due to patient size, transvenous retrieval procedure was not an option and the device was surgically retrieved. The cause of embolization was unknown. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.